Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The reported product was returned and evaluation was performed. The cable connector was found to be irrepairable due to wear and tear. It was confirmed that the cable connector was damaged by heat. The reported issue is tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the bipolar cord sparked during the bipolar resection surgery. There was no injury to the patient or the operator. No additional information was provided.